Event description:
A malfunction alarm was reported by a customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised that they could continue using the pump.